Event description:
Pt has long history of capsular contracture with her implants. The original surgery was 3/21/86. She had 275cc high profile implanted. Subsequently she has had four surgeries to correct capsular contracture on each breast and bilaterally. She presented again 8/95 with capsular contracture. 4/10/96 she had bilateral anterior capsulotomy with medial capsulorrhaphy and replacement of the gel implants with saline filled implants.